Manufacturer narrative:
According to the information provided by the technician, the issues were noticed during inspection of the device. The expiratory channel board was found defective. As the customer has a spare device, the repair was declined for time being. Expiratory channel board contains electronics including microprocessor for handling of expiratory flow measurement performed by the flowmeter inside the cassette, all electronic connections to and from the cassette, expiratory valve control, safety valve control, temperature monitoring and also holders and electrical connectors for the expiratory and inspiratory pressure transducer boards. The device's logs were not provided for further analysis. Our conclusion is that the expiratory channel board was the cause of the failure.

Event description:
It was reported that the ventilator failed several test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).